Event description:
Ems personnel were attempting to routinely monitor a pt during transport to the hosp. Allegedly the screen displayed ventricular fibrillation, however the pt was conscious with a palpable pulse. There were no adverse effects to the pt as a result of the reported malfunction.